Event description:
Post market implantable systems registry reported the system was removed due to infection after approximately a 4.5 month implant duration. Specific patient symptoms, and treatments were not reported.